Event description:
As reported by the study, 25 months after percutaneous coronary intervention (pci), follow-up coronary angiography revealed 99% focal in-stent restenosis. The pt did not have any chest pain. It was treated with a cutting balloon and there was 0% residual diameter stenosis. Three months later, follow-up angiography revealed restenosis in the same area that was previously treated. The pt also complained of shortness of breath. The lesion was pre-dilated with a 2.6x20mm balloon at 20 atm and a 2.5x23mm cypher stent was deployed. Follow-up angiography six months later revealed 90% stenosis in the area treated with the 2.5x23mm cypher stent. It was treated with a cutting balloon one week later. The residual diameter stenosis measured 0%.

Manufacturer narrative:
This patient presented to the cardiac catheterization unit for elective treatment and 1-vessel disease was found. Percutaneous coronary intervention (pci) was performed on a 99.2% de novo lesion in the mid left anterior descending artery (lad) of 36.2mm in length in a 2.6mm vessel diameter. The (type c) eccentric lesion was diffused and slightly flexed. Pre-procedure medications included aspirin 100mg/day and ticlopidine hydrochloride 200mg/day. An 8000 units of heparin were administered during the procedure. The femoral approach was chosen for the procedure. The femoral approach was chosen for the procedure. Pre-dilation was conducted with a 2.5x14mm balloon at 10 atmospheres (atm). Then a 25.x23mm cypher stent was implanted at 10atm followed by a 3.0x28mm cypher stent also at 10 atm, at the proximal end of the initially implanted cypher. Post-dilation was conducted with the same balloon at 14atm. Timi iii flows were recorded pre and post-procedure. The residual diameter stenosis measured 37.1% intravascular ultrasound (ivus) was conducted. Post-procedure medications included aspirin 100mg/day and ticlopidine hydrochloride 200mg/day. Please note that this device is not distributed in the united states. However, it is similar to the us distributed product. It is also not available for testing and eval. A male pt from the clinical study experienced persistent restenosis of several implanted cypher stents. The reason for the pt's admission was not reported; but an elective angiogram revealed a lesion in his mid lad. Past medical history includes angina, hypertension, hyperlipidaemia, diabetes and smoking. This pt's history puts him at increased risk for mace. Pre and post procedural medications included asa and ticlid; while intra procedural medications included heparin. The performance or recording of acts was not reported. The mid lad lesion was described as de novo, type c, 99.2% occluded, 3.6mm in diameter, 36.2mm in length and diffusely diseased, according to the IFU, this product is indicated for use in discrete lesions equal to or less than 30mm in length. The acc defines this type of lesion (type c=example: total occlusion greater than 3 months old and/or bridging collaterals) as a high-risk lesion with less than 60% success rate of treatment. The lesion was pre-dilated prior to the placement of a 2.50 x 23mm cypher stent at a maximum inflation pressure of 10atm. This was followed by the more proximal placement of a 3.00 x 28mm cypher stent at a maximum inflation pressure of 10atm. It is not known if these two stents were placed in an overlapping fashion. The stents were then post-dilated for a resultant timi flow of 3 and a residual stenosis of 37.1%. Ivus was conducted. The pt was discharged on medications that included asa and ticlid. Twenty-five months after the index procedure, a repeat angiogram revealed a 99% focal restenosis at the distal end of the 2.50 x 23mm cypher stent that had been implanted distally. The pt was asymptomatic at this time. This event was treated with cutting balloon for a resultant residual stenosis of 0%. The pt's ticlid was discontinued at this time and replaced with cilostazol. Three months later, follow up coronary angiography revealed restenosis in the same location treated 3 months earlier with balloon dilation. To treat the restenosis, balloon angioplasty and implantation of a 2.5x23 mm cypher was conducted. Post-dilation was conducted and the residual diameter stenosis measured 0%. Six months after this procedure, a follow up angiogram revealed 90% stenosis in the cypher stent last implanted and two de novo lesions in the left main and the proximal circumflex. Cutting balloon was used to treat the restenosis in the cypher stent. A non-cordis des was deployed in the left main trunk and balloon dilation was conducted to treat the proximal circumflex. Details of these procedures are not available. Six months later, a follow up angiogram revealed another de novo lesion in the proximal lad with 90% stenosis and restenosis of the previously treated lesion in the proximal circumflex. There was more than 5 mm separating this new lesion in the lad and the proximal end of the cypher stent implanted during the index procedure. To treat the lesion, an unknown cypher stent was deployed overlapping the proximal end of the stent implanted in the mid lad. A non-cordis des was implanted to treat the restenosis found in the proximal circumflex. The residual diameter stenosis in both lesions treated measured 0%. The products remain implanted in the pt and are thus not available for eval. Device history record reviews were performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Information collection has been performed on the aggregated DHR review reports for epidemiology and reporting revision. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patient's who are known to be at high-risk for restenosis included those with diabetes, long lesions, small vessels, bifurcations and restenotic lesions. Review of the info provided suggests that pt factors (specifically diabetes) and vessel/lesion characteristics (type c,>30mm long,k restenotic) may have contributed to this pt's restenosis. Use of cypher outside its indications may involve risks not described in the labeling. There was no indication these events were design or manufacturing related. This is one of two products associated with the reported events that were submitted under the following manufacturing numbers 9616099-20007-00638.